Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 310.430. Lot: 34p3304. Manufacturing site: bettlach. Release to warehouse date: january 24, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill bit ø4.3 w/stop l221 the tip of the drill bit looks dull thus confirming the complaint condition. No other issues were identified. The dimensional inspection was not performed for the lcp drill bit ø4.3 w/stop l221 2flute due to post manufacturing damage. Functional test was not performed as the device was received by itself however the alleged the will not cut/dull condition can be confirmed as the drill bit tip looks dull. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed lcp drill bit ø4.3 w/stop l221 2flute. While no definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -drill bit 2 flute with stop ring drill bit for quick coupling device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for supracondylar fracture of right femur with the drill bits in question. During the surgery, since both of two(2) drill bits in the instrument set were not sharp and took about one(1) to two(2) minutes to drill at 1 hole. Procedure was completed successfully with a delay of about twenty(20) minutes as a result of drilling a total of 12 holes. Surgeon commented as follows : since the patient was middle age, it is difficult to judge whether the patient's bone quality was good or not. But drilling took too long time because 2 drills bits were not sharp. Concomitant device reported: unk - drill: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 4.3mm drill bit qc/221mm. This is report 1 of 2 for complaint (B)(4).